Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii leaked while injecting a medication in the CT room, the medication was left out of the needle holder, the need to claim, need a letter of response to complaint, need a letter of receipt of complaint, the defective product can be returned, photos available.

Manufacturer narrative:
1. The sample returned by the customer was used and was returned without the original product packaging. The customer packaging in which the sample was returned shows detailed product information, the needle tube of the product has been removed, obvious needle penetration marks have been observed from the tail of the product, the isolation plug has been shifted, and the analysis from this state has been used in high-pressure (CT) injection scenarios. Our product is not suitable for high pressure injection. 2. Production record check (lot#4171135): 1) this batch of products will be assembled in jingma automatic line 4 in july 2024 and packaged in cfs packaging line in july 2024. The number of work orders is (B)(4) pieces. 2) isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications. 3) (B)(4) of leakage test in process testing and (B)(4) of leakage test in shipment testing, the test results are in line with product standards. 4) in the production process, there is no conformity, deviation or rework behavior. 5) isolation plug assembly equipment without abnormal maintenance. 3. Sample retention survey: 1) the retained sample of this batch was taken for related tests: 800mm simulated clinical leakage test. The test passed and no leakage was found at the isolation plug. Conclusion: due to no abnormality in the process and retained sample, the customer's sample has been used, and the product isolation plug has shifted when the sample is returned from the customer for sample analysis, and the product is used in the CT injection scenario. The product is not suitable for high-pressure application, and it is recommended that the customer use a special high-pressure injection product.

Event description:
No additional information is available.